Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an incorrect display of axis during an intraocular lens (iol) implantation procedure. There was no patient impact. The surgeon used a printed calculation from online iol calculator. The surgery was successfully completed the same day.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, the issue was noted when recognizing the patient's eye. The axis was incorrectly indicated for implantation of a toric intraocular lens. The surgeon noticed the discrepancy with the calculated value and set the correct axis manually. The site has not experienced any issues since this event.

Manufacturer narrative:
Wrong display of axis during implantation due to a use error. No anomalies found by review of device history record. Product met all specifications when released. Most probable root cause is the user accidentally pressed on the alternative value of axis before pressing start so the axis was altered by the user. The manufacturer internal reference number is: (B)(4).